Manufacturer narrative:
Medtronic received information that following the implant of a transcatheter bioprosthetic heart valve, there had been difficulty passing the delivery catheter system (dcs) through an 18 fr solopath introducer sheath due to the wrong size sheath being used. It was reported that the sheath was suspected of causing the perforation.

Manufacturer narrative:
The dcs has not been returned for analysis. Additional information has been requested. (B)(4).

Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic heart valve, the patient received two covered stents to repair a perforation of the right iliac artery. It also was reported that there had been difficulty passing this delivery catheter system (dcs) through another manufacturer¿s introducer sheath. It was not reported whether the difficulty passing the dcs through the introducer sheath caused or contributed to the perforation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.